Manufacturer narrative:
Follow-up # 2 ¿ (03/28/2015). The patient¿s test strips have been returned on 3/5/2015 and evaluated by lifescan product analysis on 3/17/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Device evaluation the lay user/patients meter has been returned on 2/5/2015 and further evaluated by lifescan product analysis on 3/9/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter read inaccurately high compared to another meter. The complaint was classified based customer care advocate (cca) documentation. The reported inaccuracy occurred at 9am on (B)(6) 2015. At this time the patient stated that they obtained a blood glucose result of ¿552mg/dl¿ on the subject meter, and an unknown result on a doctor¿s meter performed within 30 minutes of each other. The patient manages their diabetes with insulin pump therapy and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. ¿3 hours¿ later, the patient experienced ¿low blood sugar¿ and developed symptoms of ¿weak and shaky¿. In response to this the patient self-treated by consuming more food/drink as soon as they felt symptomatic. The patient did not measure their blood glucose using the subject meter, or any other meter, at the time they experienced these symptoms. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims that they obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.